Manufacturer narrative:
There was no adverse reaction or injury experienced during the donation procedure. A haemonetics field service engineer evaluated the suspected device and found that the unit meets all specifications, there were no faults observed.

Event description:
On (B)(6) 2019 haemonetics was notified of a donor fatality which had occurred within 24 hours of the donor's last plasma donation procedure, utilizing the pcs®2 plasma collection system. The plasma collection procedure was completed successfully, with no error messages or alarms encountered. The pcs®2 plasma collection system collected 826ml of plasma and 500ml of saline administered per the routine procedure. The cause of death was reported to be a heart attack, however a copy of the coroner's report was not available at this time.